Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness in both hands and feet possibly caused by essure"), paraesthesia ("pins and needles in both hands and feet possibly caused by essure"), vitamin d deficiency ("vitamin d defecient"), procedural pain ("my abdomen is in so much in pain after removal") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed.). Essure was removed. At the time of the report, the abdominal pain, hypoaesthesia, paraesthesia, weight increased, vitamin d deficiency, procedural pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, hypoaesthesia, paraesthesia, procedural pain, vitamin d deficiency and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: hypoaesthesia and paraesthesia, abdominal pain, back pain, postoperative pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: serious event abdominal pain along with back pain and abdominal pain after surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.